Event description:
It was reported that following a fall the patient experienced ineffective therapy. X-ray imaging revealed fracture of the thoracic lead. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The event of autoreducing was reported to abbott. The patient controller was displaying the communication error message ¿strength is off. The generator could not deliver the desired strength.¿ the patient's thoracic lead was explanted and replaced due to a fracture. Effective therapy restored post-op. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Additional information received indicates the physician replaced the lead to address the issue.